Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture, and the patient had a heart rate in the 30 beats per minute (bpm) range and symptoms of motion sickness. There was a suspected lead conductor fracture. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.